Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Additional patient/event details have been requested but, will not be provided as the reporter refused to provide. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by a wound ostomy care nurse that an fecal management system caused a rectal pressure ulcer.

Manufacturer narrative:
It was discovered on november 12, 2015 that the initial MDR submitted on october 13, 2015 omitted that no lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. Also discovered that the codes were incorrect in the initial MDR. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).